Event description:
The customer reported that during an in-service training the iabp displayed an "error code #3" alarm (vrtx error return faults) and then an "error code #53" alarm (front end fault). No patient was involved.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem or to verify the reported errors. He observed in the fault logs "electrical test fails code #53: shuttle transducer offset failure). The company representative replaced the pressure transducer (part number: 0682-00-0076-01). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The failed component was returned to the manufacturer for evaluation. A supplemental report will be submitted when the evaluation is completed. The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. (B)(4).